Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranged from 36-70 mg/dl. Low bg causes were not known. The customer declined to perform further troubleshooting with tandem technical support.